Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrence, pain, discomfort, and mesh had pulled away form the public tuberacle. Post-operative patient treatment included revision surgery and hernia repair with new mesh.